Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D10: psn tib stm 5 deg sz e r cat# 42532007102, lot# 67222333. Psn tpr st 14 x +30 mm cat# 42557000114, lot# 67273145. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately one month post implantation due to the stem having dislodged from the tibial tray. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1 pt ID and pt dob; b5; g3; h2.

Event description:
No further information is available at the time of this report.